Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 1/21/13, including records for c-sections were not provided. On (B)(6) 2013: (B)(6) regional medical center. (B)(6), md. Radiology- CT abdomen/pelvis. Indication: incisional hernia. CT abdomen impression: 1) 2 subcentimeter low-attenuation densities identified in the dome of the liver too small to characterize which may represent small cysts verus biliary duct ectasia. 2) concavity involving the superior endplate of l5 vertebra presumptively degenerative/schmorl node. CT pelvis impression: large ventral hernia containing solitary small bowel loop identified within it in the upper pelvis with measurement of 7.6 x 6.2 cm from the opening of the hernia. On (B)(6) 2013: (B)(6) regional medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Procedure performed: incisional herniorrhaphy with mesh repair. Surgeon: dr. (B)(6). Anesthesia: steve depass, crna. Anesthetic method: general endotracheal anesthesia. Estimated blood loss: minimal. Drains and packs placed: a 10 x 15 cm gore-tex mesh. Intraoperative complications: none. Indication: the patient is a 36-year-old female, who has had 2 c sections, but then, she developed a painful swelling in the lower abdomen, primarily the left side. She had a CT scan and physical exam which confirmed a hernia, and with this in mind, it was felt operative repair was indicated. Technical procedure performed: ¿the patient was brought to the operating room, placed in supine position. General endotracheal anesthesia was then administered by mr. Depass. After adequate level of anesthesia obtained, the anterior abdominal wall was then prepped and draped in the usual sterile fashion. Preemptive anesthesia using 0.5% marcaine with epinephrine was locally infiltrated in skin and subcutaneous tissues through which all skin intrusion sites would be made. A pfannenstiel incision was then opened, starting just to the right of the midline and extending in the left side. Once the skin was incised, subcutaneous tissue sharply dissected, hernia sac was identified. It then was a very meticulous and difficult dissection because it was difficult to distinguish between the hernia sac and scar tissue or scar tissue and anterior wall fascia. Eventually, I was able to completely encircle the hernia sac, but in so doing, I did invade into the intraabdominal cavity, and great care was taken not to injure any intraabdominal viscus. There was noted to be chronically incarcerated omentum within the hernia sac that had adhesions to the undersurface of the sac. These had to be lysed, then the redundant hernia sac was amputated and removed from field to be sent for pathologic evaluation. The anterior rectus sheath was then identified in circumferential fashion. It was oblong shape with the left upper side of it being more superior than the right lower portion of it. A 10 x 15 c gore-tex mesh was brought onto the field, shaped into size, secured into position with short runs of 0 prolene suture with great care taken not to incorporate any intraabdominal viscus. Once this was accomplished, direct fascial block was performed with 0.5% marcaine with epinephrine. The wound was irrigated with bacitracin impregnated saline. Layer closure was then performed to close the wound. Superficial fascia being reapproximated with 3-0 vicryl in an interrupted fashion. Skin was reapproximated with skin staples. Aquacel dressing placed over the wound. Sponge and needle counts correct at the end of the procedure. The patient tolerated the procedure well, was extubated in main operating room, subsequently transported to postanesthesia recovery room in satisfactory condition. Once she adequately recovers, she will be discharged home. She is to call my office to arrange for staple removal in 7 to 10 days and to follow up in the office in 2 weeks. Given a prescription for norco 5/325, 1 to 2 p.o. Q. 4 h. P.r.n., total #30, no refills; bactrim ds 1 p.o. B.i.d. For 7 days. No strenuous activities or lifting greater than 15 pounds for 6 weeks. No driving until pain-free and off narcotics. She was told to shower, remove her outer bandage in 5 days, wear a girdle at all times except to shower.¿ on (B)(6) 2013: (B)(6) regional medical center [assigned]. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10392249. W.l. Gore & associates. Exp: 02/2015. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10392249) was implanted during the procedure. On (B)(6) 2013: (B)(6) regional medical center. (B)(6), md. Radiology- CT abdomen/pelvis. Indication: right lower quadrant abdominal pain. Patient with a history of c-section and hernia repair. CT abdomen impression: fecal stasis. No acute intraabdominal pathology noted. CT pelvis impression: prior hernia repair with a hernia sheath noted ventrally to the left of midline in the pelvis with trace residual fluid superficial to the hernia sheath in subcutaneous fat measuring 3.1 x 2.6 cm. Presumptive collapsing cyst involving left ovary measuring 1.3 cm with trace fluid in left adnexa. On (B)(6) 2014: (B)(6) surgical associates. (B)(6), md. Office visit. Vs: weight 199.8 lb, bmi 40.4. Cc: self referral; poss recurrent hernia. Open incisional hernia repair last year. There had been some concern for recurrence as little as 6 months later. States surgeon using mesh to repair. Now really concerned about recurrence with bulge noted and increasing lower abdominal pain with standing or straining. Phm: htn, morbid obesity. Psh: c-sections x¿s 2, open incisional hernia repair. Objective: abdomen soft, morbidly obese, mild tenderness to supra pubic area, reducible incisional hernia at inferior aspect and to the left, bs normal. Assessment: recurrent incisional hernia, morbid obesity. Plan: reviewed CT¿s and operative notes. Unfortunately, the other surgeon used gortex mesh, and affixed it to the edges of the facial defect, increasing the risk of failure. Repair will most likely require complete removal and replacement, making this a very difficult operation. As well as likelihood of recurrence despite method of repair in part due to obesity. Repeat CT to see if anything has changed and f/u with pt to review. On (B)(6) 2014: (B)(6) general hospital. (B)(6), md. Radiology- CT abd/pel. Indications: eval recurrent incisional hernia. Conclusion: 1. The mass from the left ventral hernia repair is intact. 2. Fairly prominent diastasis recti, particularly at the level of the upper pelvis through which it inferiorly within the abdominal pannus, fat and a loop of small bowel project. 3. Probable tiny hepatic cyst. On (B)(6) 2014: (B)(6) surgical associates. (B)(6), md. Office visit. Vs: weight 199.4 lb; bmi 40.3. Here to schedule surgery. Objective: palpable lower abdominal hernia, reducible, tender, no erythema. Assessment: recurrent incisional hernia. Morbid obesity. Plan: she not only has a recurrent hernia, but the way the gortex mesh was placed causes a combination of a posterior hernia recurrence and a diastasis causing pain on abdominal wall during standing or lifting from stretching. To fix this will require possible removing the previously placed mesh, and inability to get fascia back together. Damage to bowel during surgery limiting the use of mesh as well as 50% risk of recurrence no matter how this is done, including a component separation, due to her morbid obesity. I also suggested a second opinion with a surgeon in dallas or houston with more experience with component separation for hopefully better outcomes. She cannot make arrangements to go to either place, and would still like me to attempt repair. She will call back to schedule. On (B)(6) 2014: (B)(6) health. (B)(6), md. History and physical. Reason for admission: elective repair of recurrent incisional hernia. Hpi: underwent an open incisional hernia repair last year. There had been concern for recurrence as little as 6 months after. Pt states her surgeon used a mesh repair, which I later found out to be gore-tex. I was concerned about recurrence due to bulge and increasing lower abdominal pain. I did review her previous cat scans with repeat cat scan, but this confirmed the fact that this surgeon placed this gore-tex mesh and secured it to the anterior fascia. It appears the rectus sheath was never reapproximated; and therefore, there is separation with protrusion and what appears to be omentum between the rectus sheath and underneath the mesh most likely causing the recurrent hernia and the discomfort. Pmh: htn, morbid obesity. Psh: c-sections times 2, open incisional hernia repair with gore-tex mesh. Social hx: denied tobacco, some alcohol use. Ros: unremarkable. Exam: 4 feet 11 inches, weight 199 pounds, bmi 40. Abdomen mildly obese, soft. Well-healed lower midline incision with some protrusion along the suprapubic area with discomfort into the left, but no guarding or rebound on exam. Assessment: 1. Recurrent incisional hernia. 2. Morbid obesity. 3. Hypertension, well controlled. Plan: I have had multiple visits with this patient in discussing what is my concern. The surgeon made a decision to place the mesh secured around the fascia during the presentation, but this has precluded this patient to get any rectus sheath separation as well as a recurrence of incisional hernia, therefore, causing discomfort. This will continue to worsen and with the discomfort, precluding her from doing her work. I have reiterated with her this will be a very difficult operation and more than likely will have to remove the mesh that was placed and determine the best way of reapproximating this rectus sheath and providing support behind the rectus sheath to minimize recurrence. Again there is still risk no matter what I am able to accomplish of this hernia recurring due to her weight. She is attempting to lose weight and understands this risk and I have given her about a 50% chance of this recurring. I have recommended having a second opinion as well as deferred to a specialty center for hernia repair in dallas or houston, which she states she is unable to make travel arrangements to have that done. She has therefore decided that she wants me to perform the surgery despite the risks, despite the recurrence issues, but due to the discomfort she is having. On (B)(6) 2014: (B)(6) health. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: 1. Recurrent incisional hernia. 2. Morbid obesity. Procedures: 1. Exploratory laparotomy with removal of gore-tex mesh, previously placed. 2. Incisional hernia repair with a 20x 20 sized physiomesh in the retromuscular space. 3. Laparoscopy. Surgeon: (B)(6), md. Assistant: none. Anesthesia: general with assistance of local under the services of dr. English. Estimated blood loss: approximately 50 ml. Fluid: a liter. Complications: none. Summary of procedure: ¿after all risks, benefits and alternatives explained to the patient, consent was obtained. The patient was taken back to the operating room, placed in supine position with adequate anesthesia. Intubation was performed. Foley catheter was placed sterilely. The patient¿s abdomen was then prepped and draped in sterile usual fashion. Using a #10 blade, a lower midline incision was made and carried down to the subcutaneous tissue with cautery. I entered a subcutaneous fluid pocket, which appeared to be a chronic seroma formed around the gore-tex mesh. I immediately saw the gore-tex mesh in this pocket. It was secured to the anterior fascial defect. I carefully using cautery removed the gore-tex mesh as well as the prolene suture into the surrounding anterior fascia. There was already evidence of an incisional hernia below the mesh in the suprapubic area. Once this was removed, I then continued dissection of what was the omentum adhered underneath the mesh as well as to the rectus sheath as far laterally as possible to the insertion of the transversalis. This was done circumferentially. I was able to enter the retromuscular space, inferior to the pubic tubercle and careful dissection of the space of retzius. This would be the retromuscular space for mesh placement. Superiorly, I did have to enter the peritoneal cavity in order to separate any adherence of omentum to this area. Once this was completed, I measured the area and felt to be approximately defect 10 x 10 cm in size. I took a piece of physiomesh that was 20 x 25 and cut it down to 20 x 20. This was placed in the retromuscular space. I secured the inferior portion to the pubic tubercle in the retropubic space with a 2-0 vicryl suture. I did transfascial sutures in the lateral aspect, lateral dome of rectus sheath and then transabdominally with a suture assist device, the 2-0 vicryl superiorly. This allowed the mesh to extend its full length. I then closed the rectus sheath over the mesh, incorporating the mesh in the closure with #1 ethibond sutures, interrupted. In order to further prevent any mesh from contracting, I went ahead and placed a 5 mm trocar in the right midlateral abdomen. Using a securestrap, I was able to fashion the mesh circumferentially about every 2 cm, keeping the mesh flat in the retromuscular space. Once this was completed, desufflated the abdomen and showed good placement of the mesh. I then cut the redundancy of the attenuated anterior fascia towards the midline using cautery and any subcutaneous hernia sac. I then closed the fascia anteriorly over the rectus sheath using #1 pds suture times 2. The rectus sheath was injected with 0.25%. Subcutaneous tissues were irrigated and evacuated. Subcutaneous tissues were reapproximated with interrupted 2-0 vicryl sutures. Skin was then closed with surgical clips. The 5 mm trocar sites were closed with surgical clips. Sterile dressing was applied with a binder. The patient was subsequently awakened, extubated in the operating room without any complications and sent to the recovery room in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] On (B)(6) 2014: (B)(6) surgical associates. (B)(6), md. Office visit. Cc: s/p exp. Lap, incisional hernia repair ((B)(6) 2014). S: first post op visit; open/lap incisional hernia repair with mesh, removal of old mesh. Minimal to moderate pain. Feels much better than before surgery. Exam: incision clean. No erythema, incisional hernia, guarding, rebound. Little seroma noted, not under tension. Impression/plan: recurrent incisional hernia, s/p open/lap repair with mesh and removal of old mesh, doing well. No lifting greater than 20 pounds for one month, wear binder. F/u one month. On (B)(6) 2014: (B)(6) surgical associates. (B)(6), md. Office visit. Vs: weight 209 lb; bmi 42.2. Cc: having pain after being hit from behind into rail. Pt c/o getting bumped by grocery cart a few days ago, causing pain. Better today. Denies bleeding or drainage. Having active bowel function. Exam: there is no incisional hernia, no erythema, guarding or rebound; incision clean. Impression/plan: recurrent incisional hernia s/p lap and open repair with mesh, excision of gortex mesh. Incisional pain secondary to blunt trauma, doing well with no recurrence or disruption. F/u one month. No lifting greater than 20 pounds. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: 1. Recurrent incisional hernia. 2. Umbilical hernia. Procedures: 1. Diagnostic laparoscopy. 2. Robotic-assisted laparoscopic lysis of adhesions, less than 30-minute duration. 3. Robotic-assisted laparoscopic umbilical hernia repair/incisional hernia repair with mesh using a 10 x 15 oval symbotex mesh. Surgeon: (B)(6), md. Assistant: none. Anesthesia: general, assisted local services. Estimated blood loss: less than 10 ml. Fluids: 1 l. Complications: none. Summary of procedure: ¿after all risks, benefits and alternatives explained to the patient, consent was obtained. The patient was taken back to the operating room, placed in supine position with adequate anesthesia and intubated performed. The patient¿s abdomen was prepped and draped in usual sterile fashion. Using 0.25% marcaine, injection at the left subcostal area was given for anesthetic effect. Skin incision was made and a 5 mm nonbladed trocar was placed through the incision to the abdominal wall into the abdominal cavity. Insufflation was begun. After reaching appropriate pressures, the cameras were placed through the trocar, showing no evidence of any injury from the trocar placement. Inspection showed omental adhesion line to anterior abdominal wall. I went ahead and placed the robotic 5 trocar sites to the right epigastric region and distal 5 mm trocar to the left axillary mid abdomen. I changed the optiview port into an 8 mm robotic trocar. I placed the patient in right lateral decubitus position. I brought the da vinci robot over the patient and all arms docked accordingly. I then broke scrub, sat down da vinci console. I began taking the omental adhesions off what appeared to be the mesh I had placed previously years ago. As I took the omentum off the mesh, I was able to take this down completely down to the pubic area yet in the area of concern of the hernia recurrence the umbilicus I could not find any hernia but did see diastasis with the mesh well in place and there was no evidence of any defect. What I did notice is in the left lower abdomen the rectus muscle had a lateralized, but there is still the mesh anterior to this in place. No true hernia and no threat of incarceration, but definitely some weakness in the left lower abdominal wall. The only way I could get this repaired we had to remove all this mesh and medialize the rectus. This was concerned for her as in the upper abdomen, so I went ahead and divide the peritoneum at the umbilical level and found a small umbilical defect, not sure if this is really causing her discomfort, but I reduced the preperitoneal fat from this area. I would place a mesh to cover this defect after repairing this as well as the additional support in the anterior aspect with where this other mesh was. I placed 3 v-loc sutures and a 10 x 15 oval symbotex mesh in the abdominal cavity. I first closed the defect of the umbilicus with a running 2-0 v-loc suture. I used the same suture to place the center mesh and bring the mesh to cover the defect with the rough side against the abdominal wall. I ran this along the center part of a mesh to keep this adhered to the anterior of the wall and hold the mesh in place. I then used other 2-0 v-loc to secure the mesh circumferentially against the abdominal wall. I also decreased the pressure down to less than 10 mm. This showed good mesh placement covering the defect. Again, I cannot find any evidence of a true hernia other than some diastasis at the upper abdomen. I then broke scrub, undocked da vinci robot and removed the needle count correct, then removed all instruments and insufflation. The skin incision was then closed with interrupted 4-0 vicryl subcutaneous stitches. Incision was cleaned and dried. Dermabond was placed. The patient was subsequently awakened, extubated in the operating room without any complications, sent to recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional health effect- clinical code. H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. Previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2013 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ obesity. ­ (B)(6) 2014: 200 lbs.; bmi 40.4. ­ (B)(6) 2014: 199 lbs.; bmi 40.4. ­ (B)(6) 2014: 209 lbs.; bmi 42.2. ¿ hypertension. Prior surgical procedures: ¿ (B)(6) 2008, (B)(6) 2012: cesarean section. Implant preoperative complaints: ¿ (B)(6) 2013: CT abdomen/pelvis: ¿large ventral hernia containing solitary small bowel loop identified within it in the upper pelvis with measurement of 7.6 x 6.2 cm from the opening of the hernia.¿ ¿ (B)(6) 2013: ¿the patient is a 36-year-old female, who has had 2 c sections, but then, she developed a painful swelling in the lower abdomen, primarily the left side. She had a CT scan and physical exam which confirmed a hernia, and with this in mind, it was felt operative repair was indicated.¿ implant procedure: incisional herniorrhaphy with mesh repair. Implant: gore® dualmesh® biomaterial (10392249/1dlmcp03) 10cm x 15cm x 1mm thick, oval. Implant date: (B)(6), 2013. ¿ description of hernia being treated: ¿it then was a very meticulous and difficult dissection because it was difficult to distinguish between the hernia sac and scar tissue or scar tissue and anterior wall fascia. Eventually, I was able to completely encircle the hernia sac, but in so doing, I did invade into the intraabdominal cavity, and great care was taken not to injure any intraabdominal viscus. There was noted to be chronically incarcerated omentum within the hernia sac that had adhesions to the undersurface of the sac. These had to be lysed, then the redundant hernia sac was amputated and removed from field to be sent for pathologic evaluation. The anterior rectus sheath was then identified in circumferential fashion. It was oblong shape with the left upper side of it being more superior than the right lower portion of it.¿ ¿ implant size and fixation: ¿a 10 x 15 c [sic] gore-tex mesh was brought onto the field, shaped into size, secured into position with short runs of 0 prolene suture with great care taken not to incorporate any intraabdominal viscus.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2013: CT abdomen/pelvis: ¿prior hernia repair with a hernia sheath noted ventrally to the left of midline in the pelvis with trace residual fluid superficial to the hernia sheath in subcutaneous fat measuring 3.1 x 2.6 cm. Presumptive collapsing cyst involving left ovary measuring 1.3 cm with trace fluid in left adnexa.¿ ¿ (B)(6) 2014: ¿open incisional hernia repair last year. There had been some concern for recurrence as little as 6 months later. States surgeon using mesh to repair. Now really concerned about recurrence with bulge noted and increasing lower abdominal pain with standing or straining.¿ ¿reviewed CT¿s and operative notes. Unfortunately, the other surgeon used gortex mesh, and affixed it to the edges of the facial defect, increasing the risk of failure. Repair will most likely require complete removal and replacement, making this a very difficult operation. As well as likelihood of recurrence despite method of repair in part due to obesity.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿1. The mass from the left ventral hernia repair is intact. 2. Fairly prominent diastasis recti, particularly at the level of the upper pelvis through which it inferiorly within the abdominal pannus, fat and a loop of small bowel project.¿ ¿ (B)(6) 2014: ¿she not only has a recurrent hernia, but the way the gortex mesh was placed causes a combination of a posterior hernia recurrence and a diastasis causing pain on abdominal wall during standing or lifting from stretching. To fix this will require possible removing the previously placed mesh, and inability to get fascia back together. Damage to bowel during surgery limiting the use of mesh as well as 50% risk of recurrence no matter how this is done, including a component separation, due to her morbid obesity.¿ explant preoperative complaints: ¿ (B)(6) 2014: ¿underwent an open incisional hernia repair last year. There had been concern for recurrence as little as 6 months after. Pt states her surgeon used a mesh repair, which I later found out to be gore-tex. I was concerned about recurrence due to bulge and increasing lower abdominal pain. I did review her previous cat scans with repeat cat scan, but this confirmed the fact that this surgeon placed this gore-tex mesh and secured it to the anterior fascia. It appears the rectus sheath was never reapproximated; and therefore, there is separation with protrusion and what appears to be omentum between the rectus sheath and underneath the mesh most likely causing the recurrent hernia and the discomfort.¿ ¿I have had multiple visits with this patient in discussing what is my concern. The surgeon made a decision to place the mesh secured around the fascia during the presentation, but this has precluded this patient to get any rectus sheath separation as well as a recurrence of incisional hernia, therefore, causing discomfort. This will continue to worsen and with the discomfort, precluding her from doing her work. I have reiterated with her this will be a very difficult operation and more than likely will have to remove the mesh that was placed and determine the best way of reapproximating this rectus sheath and providing support behind the rectus sheath to minimize recurrence. Again there is still risk no matter what I am able to accomplish of this hernia recurring due to her weight. She is attempting to lose weight and understands this risk and I have given her about a 50% chance of this recurring. I have recommended having a second opinion as well as deferred to a specialty center for hernia repair in dallas or houston, which she states she is unable to make travel arrangements to have that done. She has therefore decided that she wants me to perform the surgery despite the risks, despite the recurrence issues, but due to the discomfort she is having.¿ explant procedure: exploratory laparotomy with removal of ¿gore-tex¿ mesh, previously placed. Incisional hernia repair with a 20 x 20 sized physiomesh in the retromuscular space. Laparoscopy. Explant date: (B)(6), 2014. ¿ ¿I entered a subcutaneous fluid pocket, which appeared to be a chronic seroma formed around the gore-tex mesh. I immediately saw the gore-tex mesh in this pocket. It was secured to the anterior fascial defect. I carefully using cautery removed the gore-tex mesh as well as the prolene suture into the surrounding anterior fascia. There was already evidence of an incisional hernia below the mesh in the suprapubic area. Once this was removed, I then continued dissection of what was the omentum adhered underneath the mesh as well as to the rectus sheath as far laterally as possible to the insertion of the transversalis. This was done circumferentially. I was able to enter the retromuscular space, inferior to the pubic tubercle and careful dissection of the space of retzius. This would be the retromuscular space for mesh placement. Superiorly, I did have to enter the peritoneal cavity in order to separate any adherence of omentum to this area. Once this was completed, I measured the area and felt to be approximately defect 10 x 10 cm in size. I took a piece of physiomesh that was 20 x 25 and cut it down to 20 x 20. This was placed in the retromuscular space. I secured the inferior portion to the pubic tubercle in the retropubic space with a 2-0 vicryl suture. I did transfascial sutures in the lateral aspect, lateral dome of rectus sheath and then transabdominally with a suture assist device, the 2-0 vicryl superiorly. This allowed the mesh to extend its full length. I then closed the rectus sheath over the mesh, incorporating the mesh in the closure with #1 ethibond sutures, interrupted. In order to further prevent any mesh from contracting, I went ahead and placed a 5 mm trocar in the right midlateral abdomen. Using a securestrap, I was able to fashion the mesh circumferentially about every 2 cm, keeping the mesh flat in the retromuscular space. Once this was completed, desufflated the abdomen and showed good placement of the mesh.¿ relevant medical information: ¿ (B)(6) 2014: ¿incision clean. No erythema, incisional hernia, guarding, rebound. Little seroma noted, not under tension.¿ ¿ (B)(6) 2014: ¿there is no incisional hernia, no erythema, guarding or rebound; incision clean.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10392249. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain. Additional event specific information was not provided.